Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the firing force was higher than expected. Another device was used to complete the case. The surgeon checked the cut washer and two rings. The leak test was negative. The patient had already discharged. There were no adverse consequences to the patient.